Event description:
The customer reported insulin leaking at the tubing and reservoir connection. The customer also reported that her blood glucose levels had not been in control. The customer later called to report that she used other sets from the same lot, and had not had any issues since. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.